Event description:
Not reportable: upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by examination of devices. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. Evaluation of the returned product confirmed the sterile packaging (blister and foam) is damaged and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Therefore, the reported event is confirmed. Sterility was not compromised. The likely condition of the product when it left zimmer biomet was conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01691. 0001825034-2020-01692. 0001825034-2020-01693. 0001825034-2020-01694. 0001825034-2020-01696.

Event description:
It was reported that during investigation of circulated items, many devices were identified to having debris in their sterile packages. No patients were involved. No additional information is available.